Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that there was fidelis proximal ring rust/corrosion/green in bi/trifurcation. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was replaced prophylactically, returned to the manufacturer and analyzed, and tested out-of-specification. No patient complications have been reported as a result of this event.